Event description:
Caller reported a tandem mobi cartridge alarm during the pump's load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue, verified previous alarms, and arranged to send a replacement pump. The customer was instructed to use multiple daily injections as a backup therapy and provided with instructions on storage mode and returning the faulty pump.